Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a heavily calcified, moderately tortuous right coronary artery that is 70% stenosed. During advancement of the 3.00x8mm xience xpedition drug-eluting stent (des), resistance was met and the shaft separated. Therefore, the xience xpedition failed to cross. The xience xpedition des was withdrawn and a new 3.00x8mm xience was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulties could not be determined; however, factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Potential causes for a material separation include, but are not limited to, damage during manufacturing, inadvertent mishandling during unpackaging, during preparation or use of the device, interaction with the anatomy and/or accessory devices. In this case, it is possible the device may have interacted with the heavily calcified, moderately tortuous, 70% stenosed lesion during advancement, as resistance was reported, causing the reported failure to advance. Further manipulation and interaction with the y-connector / rotating hemostatic valve (rhv) during advancement of the device may have contributed to the reported material separation; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.